Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor's electrode belt connector was missing due to cut wires. The root cause for the missing belt connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
During an investigation for an unrelated issue, the monitor was unable to complete essential performance testing.